Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11. Corrected information in d3 and g1 (manufacturing site name and address). Internal reference number: (B)(4).

Event description:
*EU legal* it was reported that, after a left bhr construct had been implanted on (B)(6) 2014, the plaintiff experienced high fever and high levels of cocr in blood. A two-stage revision surgery was performed to treat these adverse events; on september 2020 the devices were explanted, and a cement spacer was applied, leaving the plaintiff with no mobility. Then on (B)(6) 2020 the revision surgery was completed with the implantation of new prosthesis. The patient outcome is unknown.